Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced pericardial effusion that required pericardial drain placement. After the second ablation in the rvot (right ventricular outflow tract) the physician noticed a pericardial effusion on flouro and confirmed on transesophageal echocardiography. A pericardial drain was placed successfully. The patient left the lab in stable condition. The physician's opinion on the cause of the adverse event is the procedure. No transseptal puncture was performed. Ablation was performed prior to noting the pericardial effusion. No evidence of steam pop. No error messages observed on biosense webster equipment during the procedure.